Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose (bg) level was 319-391 mg/dl, with large ketones. Customer addressed the elevated bg with a manual insulin injection.